Event description:
The recipient did not get any benefit after the device was activated on (B)(6) 2024. The recipient received a device with a shorter electrode.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem, which is expected to have been present whilst implanted. This finding was expected, because according to the recipient_s report the active electrode migrated postoperatively outside of the cochlea. Reportedly, the recipient suffers from fibrosis, which might has contributed to the migration. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient did not get any benefit after the device was activated on (B)(6) 2024. The recipient received a device with a shorter electrode.